Event description:
Reporter alleged blood glucose measured 467 mg/dl at 11:19 pm back to back with a result of 168 mg/dl at 11:21 pm. It was stated no actions were taken and no treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.